Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds, no capture, and a high, undefined impedance. It was also reported the patient began to worsen clinically with increasing dyspnea and ventricular tachycardia (vt) episodes. The patient was admitted and an x-ray showed the lead to be tortuously wrapped and have acute bends. It was suspected the lv lead had fractured. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.